Manufacturer narrative:
Additional information was provided on 03/07/2019. The account is not having any further issues and is planning on purchasing a second signature pro console. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event is unknown as it was not provided. Lot number is unknown as it was not provided. Expiration date is unknown as lot number was not provided. Unique identifier is unknown as the lot number was not provided. Manufacturer date is unknown as the serial number was not provided. The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A surgery center reported having more unplanned vitrectomies and attributes the increase to the opo71 tubing packs. The tubing packs have been discarded. Although, there has been multiple attempts for additional information, no additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.